Event description:
Device 3 of 3; reference MFR report: 3008829311-2017-00911, reference MFR report: 3008829311-2017-00902.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00911. Reference MFR report: 3008829311-2017-00902. It was reported that patient's stimulation had turned off. The patient was unable to turn stimulation from off to on. The rep was able to turn stimulation back on using the clinician programmer. The patient continued to have this same issue. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their drg system replaced. Issue has been resolved.